Manufacturer narrative:
Batch review performed on 09 july 2018; lot 165484: (B)(4) items manufactured and released on 25 october 2016; expiration date: 2021-10-11. No anomalies found related to the problem. To date, xx items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 we were informed that about 1 year and three months after primary the surgeon suspect a tibial loosening and will revise the patient. To date, the date of revision is unknown.

Manufacturer narrative:
Cause of loosening: cement loosening. Revision planned in (B)(6) 2018. Batch review updated on 31 july 2018 lot 165484: (B)(4) items manufactured and released on 25 october 2016. Expiration date: 2021-10-11. No anomalies found related to the problem. To date, 74 items of the same lot have been already sold without any similar reported event.